Manufacturer narrative:
D4 (serial & catalog) has been updated. Hemodynamic instability/cardiogenic shock: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: no logs were returned. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
A 66-year-old male with a history of coronary artery disease underwent coronary artery bypass grafting (CABG). The postoperative course was complicated by post-cardiotomy cardiogenic shock, and the patient was placed on central veno-arterial extracorporeal membrane oxygenation (va-ECMO). After 3 days of central va-ECMO support, the patient stabilized and was decannulated. However, he decompensated overnight, requiring peripheral va-ECMO recannulation for ongoing circulatory support. The patient was taken to the operating room for impella 5.5 implantation to provide left ventricular venting while on va-ECMO. After 5 days of impella 5.5 support, the patient tolerated va-ECMO weaning. He returned to the operating room for peripheral va-ECMO decannulation. Before ECMO decannulation, an impella rp flex was implanted via the right internal jugular vein with catheter advancement across the right ventricle into the pulmonary artery for right-sided mechanical circulatory support. Shortly after ECMO cannula removal, impella rp flex flows markedly decreased, motor current increased, pulmonary artery waveforms became significantly elevated. These findings were consistent with suspected biomaterial ingestion obstructing the pump. The rp flex was removed, and a new rp flex device was implanted. The patient returned to the ICU hemodynamically stable on bipella support (impella 5.5 + rp flex). Second impella rp flex device, after 24 hours of support, the second rp flex device demonstrated: decreased flows, followed by pump stoppage. The patient was taken emergently to the operating room and underwent replacement of the impella rp flex device. He remained hemodynamically stable on inotropic support during the exchange. ICU course after second rp flex replacement, continuous renal replacement therapy (crrt) was resumed, the chest remained open postoperatively, the patient required escalating doses of inotropes and vasopressors, lactate levels increased, indicating worsening shock. The patient was transported for CT imaging of the head, chest, abdomen, and pelvis to evaluate for underlying complications. Shortly after returning from CT imaging, the patient developed refractory hemodynamic collapse and expired while on bipella support.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that the intervention performed was an exchange of the device for another rp flex at that time. The exchange was successful. The device was discarded after removal.

Manufacturer narrative:
Additional information was provided in b1 (is product problem), b5 (event description) and d3 (manufacturer fax). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.